Manufacturer narrative:
The reported event of stuck syringe driver with broken ball bearings was able to be confirmed. The syringe driver was replaced, and the device subsequently passed all testing.

Event description:
It was reported that the metra device exhibited a frozen syringe driver that was difficult to raise and lower. After troubleshooting, the plunger was able to be released, however, the lower bearing dropped out of the driver. Manual movement wasn't hindered and the driver was able to be raised and lowered just fine. The reported event was noted while there was no liver on board.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.